Event description:
Caller reported a minimum fill notification with no adverse impact on blood glucose level. Customer education was provided, highlighting the importance of having at least 80 units of insulin when reloading a cartridge. The customer was guided through cleaning the pump's pneumatic tap area and properly filling and loading a new cartridge. After following these instructions, the issue was resolved, and the customer successfully resumed insulin delivery with the pump.